Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. (Not confirmed) the evaluation did not reveal any issues relevant to the reported event.

Event description:
It was reported on 08/03/2022 by a sales representative via phone that an ar-3210-0031 camera is overheating. This was discovered during a case with no patient harm.